Event description:
Reporter indicated that vns pt has experienced a recent increase in seizure activity over the past month, above pre-vns baseline frequency. The pt reportedly experienced between 6-8 seizures per week prior to vns implant. With the vns therapy and prior to the increase in seizure activity, the pt's seizure frequency was reduced to 1 seizure per week. Since the increase in seizure activity, the pt has reportedly experienced 2-3 seizures per day (14-21 seizures per week). Treating neurologist suspected generator battery end of life; however device diagnostic testing was within normal limits, indicating proper device function and the elective replacement indicator was no, indicating that the generator battery had not reached end of life. There has been no report of recent pt injury or trauma that may have damaged the ncp system and there have been no recent changes to the pt's drug regimen. The pt's family member indicated that use of the magnet does not work to abort or lessen the pt's seizures; however, manufacturer has record of a previous report approx two and a half years ago indicating that use of the magnet was no longer effective in aborting the pt's seizures at that time as well (ref medwatch report 1644487-2003-00172). Report is incomplete because no response has been received to manufacturer's request for additional information from treating neurologist.